Event description:
It was reported that the caller was in a stage 1 procedure to place a sensight lead. The caller indicated that they had selected the components on the lead configuration screen but the system test was failing. Prior to calling the caller indicated that they tried rotating the test cable around the lead. The caller indicated that they had the ground connected to the canula. The stylet was all the way in the lead. Technical services (tss) had the caller run a full impedance test. The caller stated that the results showed electrode 3 with all pairs had the red indicator. All other pairs were green. The issue was not resolved through troubleshooting. The caller indicated that they would attempt to change the test cable and then replace the lead if necessary. The caller was in a case and did not have time to provide the md and patient information. Tss sent an email to follow-up for information. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: b31040, serial#: unknown, product type: screening device, product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: b31040, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the cause has not been determined. The actions taken was they tried a new testing cable; disconnecting and reconnecting the initial and second testing cable and neither worked to improve impedances. Ran impedances directly at 3.0 volts and this did not work either. The only thing that worked was replacing the lead with a new one. The impedance issue resolved after testing with new lead.

Manufacturer narrative:
Continuation of d10: product ID b31040 lot# 082n20221 serial# implanted: explanted: product type screening device product ID b31040 lot# 082n23621 serial# implanted: explanted: product type screening device product ID b3300542 lot# va2hygev07 serial# implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID b31040 lot# serial# unknown implanted: explanted: product type screening device product ID b3300542 lot# (B)(6) serial# implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.